Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a loss of capture seen on the atrial lead. The physician suspects dislodgement, but no diagnostic imaging was performed. The device was reprogrammed to address the loss of capture and the patient was in stable condition.